Event description:
The event involved a 14" ext set w/0.2 micron filter, clave® clear, clamp, rotating luer where the reporter stated that when doing ¿idc¿ (understood to be invasive ductal carcinoma) droplets were seen coming from the micron filter on the lower right-hand side. The customer stated that the healthcare professional put on personal protective equipment (ppe) and treated as chemo spill. The patient had one droplet on shirt and changed into a hospital shirt. There was patient involvement, a delay in therapy, but there was no harm reported as a result of this event.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Manufacturer narrative:
Received one (1) used list# mc9013, 14" ext set w/0.2 micron filter, clave® clear, clamp, rotating luer; lot# unknown the filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the inline filter. The probable cause of the leak is from the temporary loss of hydrophobic properties. A device history lot# review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 6/9/2025.